Event description:
The lead impedance measurements for the unipolar pairs were greater than 2,000 ohms. All the unipolar pairs were within range; however, on the high side. They were still trying to find the ideal settings to help manage the tremor; the other movement related aspects were able to be controlled. The company representative confirmed that there were no problems symptomatically. His device was re-programmed with good results.

Manufacturer narrative:
(B)(4).